Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the patient underwent a tfna (trochanteric fixation nail advanced) procedure with the implants in question. Two (2) tfna femoral nails broke in the patient postoperatively and were explanted on (B)(6) 2021. There is no further information available. This report is for one (1) 11mm/130 deg ti cann tfna 400mm/right sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary visual inspection: the tfna fem nail ø11 r 130° l400 timo15 (p/n: 04.037.160s, lot #: 24p6356) was returned and received at jrz pal. After physical review of the device, it was observed that device is broken. Broken fragment was received. The rupture of the device was generated in the area were the tfna screw is supposed to be inserted, the proximal slot. Drill marks were observed within the slot. No other issues were observed with the complaint device. Device failure/defect identified? Yes dimensional inspection: complaint relevant dimensional analysis cannot be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Conclusion: the complaint condition was confirmed for the tfna fem nail ø11 r 130° l400 timo15 (p/n: 04.037.160s, lot #: 24p6356), the device has broken at the proximal slot and shows drill marks. Pie; pia has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. No definitive root cause could be determined based on the provided information. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot manufacturing location: monument. Manufacturing date: 14-nov-2019. Expiration date: 01-nov-2029. Part number: 04.037.160s, 11mm/130 deg ti cann tfna 400mm / right ¿ sterile. Lot number: 24p6356 (sterile) . Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, nonconformance review met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, nonconformance review met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 21p9975. Production order traveler met all inspection acceptance criteria. Inspection sheet nonconformance review met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 10l4210. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection nonconformance review met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 03-oct-2019 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree, tfna. Lot number: 23p1495. Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, nonconformance review met all inspection acceptance criteria. Part number: 21127, timoagri16.00. Lot number: 14l4640. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company, dated 12-jul-2019 was reviewed and determined to be conforming. Lot summary report dated 08-aug-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: h3, h6.